Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Our field service engineer arrived onsite and applied locktite on the screws and reconnected the rail to the ventilator. The ventilator was then released for clinical use. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. (B)(4).